Manufacturer narrative:
The following additional information received per the medical records indicate that during the inferior vena cava (ivc) filter placement via the right femoral vein, the filter was deployed away from the renal veins without complications. According to the information received in the patient profile form (ppf), approximately on or about one year and nine months post implantation of ivc filter, the device was not able to be retrieved and patient now suffers from pain, swelling, abdominal distortion, and anxiety. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter causing chest pain, shortness of breath, continued pulmonary embolism (pe) and is unable to be retrieved. According to the information received in the patient profile form (ppf), approximately on or about one year and nine months post implantation of ivc filter, the device was not able to be retrieved, although there have been no documented attempts to retrieve the filter. The patient is also reported to be experiencing pain, swelling, abdominal distortion, and anxiety. The location of the pain and the swelling has not been provided and abdominal distortion has not been clarified. The indication for the device placement and the patient¿s medical history have not been provided. The filter was placed via the right femoral vein and deployed away from the renal veins. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The reported ¿device unable to be removed¿, could not be confirmed and could not be further clarified at this time. Without the procedural films and/or post implant images to review, the reported retrieval difficulty could not be confirmed. Clinical factors that may influenced any potential events include underlying patient co-morbidities, pharmacological and lesion characteristics. The information provided does not mention any specific malfunction of the device. Anxiety, shortness of breath, continued pulmonary embolism, chest pain, abdominal distortion and swelling do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that the exact event date is unknown and that the date used is the alert date. As reported through the legal department, the plaintiff had an optease inferior vena cava (ivc) filter implanted. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, the filter causing chest pain, shortness of breath, continued pulmonary embolism and is unable to be retrieved. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. Additionally, the dates of implantation and the attempted retrieval are unknown. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. The legal brief also noted chest pain, shortness of breath, continued pulmonary embolism. Recurrent pulmonary embolism is a known complication of filter implantation and it is possible that the reported chest pain and shortness of breath may have been symptoms of such. Additionally, patient and pharmacologic factors may have contributed to the event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the plaintiff had an optease inferior vena cava (ivc) filter implanted. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, the filter causing chest pain, shortness of breath, continued pulmonary embolism and is unable to be retrieved. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available.